Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodged outside patient occurred. A synergy¿ stent was selected for use. However, during preparation, the stent came off the balloon and was noticed on the back table. The procedure was completed using a new stent. No patient complications were reported

Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged outside patient occurred. A synergy¿ stent was selected for use. However, during preparation, the stent came off the balloon and was noticed on the back table. The procedure was completed using a new stent. No patient complications were reported.